Event description:
Caller reported a cartridge alarm that did not cause the customer's blood glucose level to exceed 500 mg/dl. The issue did not occur during the load process, but cartridge alarms had been reported with consecutive cartridges. Cts confirmed these alarms and decided to replace the pump. The customer was informed that a replacement pump with updated software would be sent, and instructions for entering storage mode and returning the problematic pump were provided. The customer acknowledged receiving guidance on steps to take upon receiving the replacement pump and will use a backup insulin pump to ensure insulin delivery is uninterrupted.